Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2021 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on september 30, 2021.

Manufacturer narrative:
This report is submitted on august 3, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent inability to hear sound with the device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.